Event description:
The user facility reported that smoke was emitting from two of their amsco 600 sterilizers during the installation of the sterilizers. No report of injury.

Manufacturer narrative:
An investigation is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician determined that during the installation of the sterilizer the control box was miswired, subsequently causing the unit to short circuit. To resolve the issue, the technician replaced the control box and wire harness. The unit was tested, confirmed to be operating according to specifications, and returned to service. The installation technician was retrained on the proper installation of the amsco 600 sterilizer. This is considered an isolated event. No additional issues have been reported.